Event description:
The user stated the analyzer performed 1:100 dilutions on two patient samples for multiple tests and gave incorrect results. All initial and repeat testing was performed on the same e411. Sample 1 original ckmb result was 220.9 ng/ml with a data flag, myoglobin result was <2100 ng/ml with a data flag and troponin t result was <1.00 ng/ml with a data flag. The repeat ckmb result was 4.31 ng/ml, repeat myoglobin result was 141.8 ng/ml with a data flag and repeat troponin t result was <0.010 ng/ml with a data flag. The original results were reported and corrected about 15 minutes later. The user stated there was no effect to the patient as the corrected results were in the computer within 15 minutes and called to the floor before they had a chance to treat the patient. Sample 2 from a female patient born (B) (6), original ckmb result was 216.0 ng/ml with a data flag and troponin t result was <1.00 ng/ml with a data flag. The repeat ckmb result was 2.40 ng/ml and the repeat troponin t result was <0.010 ng/ml with a data flag. The original incorrect results were not reported. The ckmb reagent lot number was 15514901, the myoglobin reagent lot number was 1540301 and the troponin t reagent lot number was 15563801. The field service representative was unable to determine a cause. He verified the analyzer operation by running performance tests with results within specification. The user ran calibration and qc with good results.

Event description:
The user performed a correlation study between two integras, an istat and a nova analyzer at the site and received discrepant results on two samples from one pt. Sample 1, integra sodium results were 129, 129, 128; istat result was 137, and the nova result was 136 mmol per l. The potassium results were 5.7, 5.7, 5.7 on the integra, 5.9 on the istat, and 6.6 mmol per l on the nova. Sample 2 the integra sodium results were 134, 134, 135, the istat result was 142, and the nova result was 140 mmol per l. The second sample was collected after surgery. The results from the integra were reported. The pt was not treated based on the low sodium result, he was taken to surgery for reasons other than the low sodium. The user stated service did not need to come to the site.

Manufacturer narrative:
It was determined the two samples may have had a direct interference to the integra electrode. In addition, the istat and the nova use direct ise measurement. It is expected that slightly higher values would be recovered on those analyzers versus the indirect ise used by the integra 800.